Manufacturer narrative:
Analysis found that the wave washers are worn. The label fuse is scratched. The stim one doesn't work, fuse is worn. The wave washers have been replaced. The label fuse has been replaced. The fuse has been replaced. The patient interface has been successfully tested according to service repair instructions. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface was not working. There was no patient impact.